Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 426 mg/dl. Customer stated that he started pump therapy about a mouth ago and the last week he has had 5 bent cannula on her quick set infusion sets. The customer stated that, the blood glucose was in the range of the 400 mg/dl when he started getting bent cannula. The customer declined troubleshooting for the high blood glucose. The device is not expected to be returned for analysis.